Event description:
It was initially reported the catheter never entered the patient. Further information received states the catheter was inside the patient when the fracture occurred, but the fracture occurred on a portion of the catheter that was outside of the patient.

Event description:
Reportable based on the product analysis completed on january 30, 2015. During prep for a drainage procedure using a flexima¿ apdl drainage catheter, the catheter separated from the hub. The catheter was not introduced to the patient. The procedure was completed with another of the same device and it worked fine. No patient complications were reported. However, the returned product analysis revealed that the suture broke.

Manufacturer narrative:
(B)(4). A visual examination identified the hub separated, also it has the suture broken, however, the device has evidence of heat shrink and flare process was performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).